Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula event with three sets on (B)(6) 2025. The symptoms of events were noticed after three or more hours of insertion. The sets had been in use for 4-5 hours. The site of insetion was located at abdomen. The blood glucose level was high and treated with bolus via pump. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.